Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro malfunction and was not working properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: a2,a3,g4,g7,h2,h6,h10 corrected sections: h3-if other provide code change to device discarded. H6-device codes changed to improper flow or infusion. Trackwise # (B)(4). A lot history record review was completed for lots 25146565, 25146258, 25144260; the last 3 lots shipped to the account prior to the event date. There were no ncmr's recorded in the lot history.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro malfunction and was not working properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.